Event description:
It was reported that the lens was explanted from the patient's eye due to opacification of the anterior surface of the lens. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.